Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that fuses for the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b i31000154, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the fuse would frequently blow. There was no patient present.